Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 130mg/dl-160mg/dl fasting. Verified the strips expire 7/13/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 149mg/dl and 162mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with a reading of 332mg/dl as it is higher than expected range of 130mg/dl-160mg/dl. Customer states that sought medical attention due to obtaining a result of 332mg/dl. Customer states that when in the hospital received a result of 130mg/dl. Customer did not undergo any treatments at the hospital.